Event description:
International patient contacted dexcom technical support on (B)(6) 2011 to report that during a follow-up with his animas vibe representative, and upon removal of his sensor patch, sensor wire was missing. Patient also reports that he never got any readings or calibration prompts from the sensor since the day it was inserted. Patient is an endocrinologist and reports that he experienced no skin irritation nor any pain and upon abdomen palpation, patient feels nothing unusual.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for investigation.